Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain and radicular pain syndrome (radiculopathies). It was reported that the patient¿s device was moved and explanted. The device was moved in (B)(6) 2015, was moved again in (B)(6) 2015, and was explanted on (B)(6) 2016.

Event description:
Additional information was reported that pt mentioned they had a previous spinal cord stimulator (scs) a few years ago (pt did not know event date) and the implanted neurostimulator (ins) was sticking out of their skin and the pt had their hcp move the scs 3 times. After the pt needed the scs moved a 4th time, the pt told the hcp to explant the scs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary evaluation determined that standard investigation is needed because it was reported that the patient's device was moved twice and then explanted. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause and details of the device being moved twice then explanted prior to nine years is unknown. Follow-up was done with the patient and hcp but no additional information has been received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.